Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient had to have the implantable neurostimulator (ins) taken out because the reflex sympathetic dystrophy (rsd) ¿recycled itself and adjusted to stimulation.¿ it was reported that the device helped for a while at first but ¿after a couple of years¿ the device ¿made his rsd flare up worse.¿ it was reported that the ins and most of the leads were taken out, and three inches of the lead remained in the patient¿s neck. It was noted this was done four or five years ago and the doctor ¿wasn¿t a neuro guy¿ so he cut the lead as close as possible and got all the lead out that he could except for the three-inch piece.

Event description:
Additional information reported that the patient was inquiring if they could have an MRI of a knee that they ¿trashed.¿ patient had three inches of a lead that remained in the patient's neck, so it was not recommended to have an MRI done.

Manufacturer narrative:
Product ID 3986ilc, lot # n26059, implanted: (B)(6) 2002, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3986ilc, lot # n26059, implanted: (B)(6) 2002, product type lead. (B)(4).